Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacemaker mediated tachycardia. The patient was treated medically. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.